Manufacturer narrative:
As reported, the 9x4 powerflex p3 f5 percutaneous transluminal angioplasty (pta) balloon was positioned in the patient. When the physician went to inflate, the balloon would not inflate. The balloon was removed from the body to attempt to inflate outside of the body, there was no success. An attempt to inflate was made with different syringes to ensure that it was a balloon fault and not an inflation issue. The procedure was completed using a non-cordis device. There was no injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties in removing the product from the hoop or the protective balloon cover. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The intended procedure was a fistulagram with angioplasty, targeting the cephalic arch, which was not calcified, and the vessel exhibited no tortuosity. The device was not used for a chronic total occlusion (cto). The contrast to saline ratio was 70% saline and 30% contrast. The same indeflator was successfully used with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve, nor was there any difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not in an acute bend, and the balloon catheter did not kink while being used. A non-sterile unit of ¿powerflex p3 f5 9x4 80¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing that the balloon presents an axial burst. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done by applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation pressure was not maintained due to the burst condition observed on the balloon. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a ruptured condition, and secondary scratch marks located near the damaged border area. The reported event of ¿balloon inflation difficulty unable to inflate and balloon burst¿ was observed through analysis of the return device. Inflation of the device was not possible due to a rupture of the balloon, observed through microscopic analysis. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 9x4 powerflex p3 f5 percutaneous transluminal angioplasty (pta) balloon was positioned in the patient. When the physician went to inflate, the balloon would not inflate. A burst condition was found during product evaluation. The balloon was removed from the body to attempt to inflate outside of the body, there was no success. An attempt to inflate was made with different syringes to ensure that it was a balloon fault and not a inflation issue. The procedure was completed using a non-cordis device. There was no injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties in removing the product from the hoop or the protective balloon cover. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The intended procedure was a fistulagram with angioplasty, targeting the cephalic arch, which was not calcified, and the vessel exhibited no tortuosity. The device was not used for a chronic total occlusion (cto). The contrast to saline ratio was 70% saline and 30% contrast. The same indeflator was successfully used with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve, nor was there any difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not in an acute bend, and the balloon catheter did not kink while being used. The device will be returned for evaluation.